Manufacturer narrative:
(B)(6). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: did the surgeon attempt to manually open the jaws with his fingers? If no: was the device on a vessel/artery when it would not open? Unknown. If yes, how was the device removed? (I.e. Cut off, forced opened) unknown. If cut off, did this cause a change in the plan of care for the patient? N/a. Did the removal cause any damage to the vessel/artery? Unknown. If yes, what is the damage and how was the damage repaired? Unknown. Did the surgeon continue the case with this same device? The surgeon opened a new enseal and continued.

Event description:
It was reported that during an unknown procedure, the jaws locked during use. Could not open the jaws of the device. Used another like product. There was no adverse consequence to the patient reported.

Manufacturer narrative:
(B)(4). Date sent: (B)(6) 2016. Batch # m9304h. The device was received in good physical condition. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached and tone 3 is heard when the cycle is complete). No issues were noted with opening and closing of the jaws. There were no anomalies noted with the functionality of the device. The batch record was reviewed and no anomalies were noted during the manufacturing process.